Event description:
Boston scientific received information that this device had high pace impedances on a non bsc right ventricular (rv) lead. There is no additional information available from the field. No adverse patient effects were reported.

Manufacturer narrative:
I have gone to the field for additional information and resolution but none is available. This report will be updated when new information is received.

Event description:
Additional information was received that an increased right ventricular (rv) lead pacing impedance measurement was received. The patient with this device system was brought into the clinic. Noise was unable to be created during isometric testing. No further observations were noted. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.